Event description:
A user facility reported that an intraocular lens (iol) was scratched. Patient impact remains unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/04/2009 and 03/24/2009 by phone, fax, and mail. A completed questionaire has been received. This report was mailed to FDA on: 04/02/2009.